Event description:
It was reported that during the preparation of an ablation procedure to treat an atrial fibrillation (afib), an intellanav oi catheter was selected for use. While preparing the catheter, it was noticed that only two irrigation ports work. The physician replaced the device with a third-party catheter and solved the issue. The procedure was completed successfully with no patient complications. The device was returned for analysis. It was further reported that no error messages were displayed when the issue occurred. The flow rate was continuous 2ml and high rate 17 ml. Irrigation was not interrupted or stopped during the procedure.

Manufacturer narrative:
The intellanav oi catheter was evaluated by boston scientific. Upon receipt at our post market laboratory, the device was visually inspected and no defects were noted. Then, the device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device was not able to irrigate. A dissection test was performed and procedural waste was found in the distal end, after the cleaning in the ultrasonic bath the issue persists. Therefore, laboratory analysis was able to confirm the reported clinical observation of difficult to irrigate.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure to treat an atrial fibrillation (afib), an intellanav oi catheter was selected for use. While preparing the catheter, it was noticed that only two irrigation ports work. The physician replaced the device with a third-party catheter and solved the issue. The procedure was completed successfully with no patient complications. The device will be returned for analysis.